Event description:
According to the reporter: during a tapp procedure, the doctor tried to nail the product with a tacker, holes of mesh extended and the tacks got through the mesh. A big hole on the center was created by the doctor to check the strength of the mesh. The operating time was extended more than 30 minutes. There was tissue damage. There was oozing bleeding. The procedure was completed with another device. The status of the patient: no problem.